Event description:
After an implantation time of about (B)(6), this lead was explanted due to an insulation defect. There were no adverse pt effects reported.

Manufacturer narrative:
When delivered, the electrode was destroyed and consisted of three electrodes fragments. The proximal portion of the electrode was not available for analysis. Analysis of iegms showed an intermittent contact between the atrial and ventricular and an insulation defect in the ventricular lead was suspected. The analysis of the returned distal portion of the electrode showed no abnormalities which could be related to the intermittent contact between the atrial and ventricular leads. Furthermore, was observed in the analysis, that the insulation of the ventricular lead was damaged by wear-through. The observed type of damage requires an excessive mechanical stress for a longer period of the electrode. X-rays or diagnostic images of another kind which show the relative positions of the implanted system, were not available for analysis. There was no evidence of material or manufacturing defects.